Event description:
It was reported by a neurologist via clinic notes that a vns pt suffered from right hemisphere stroke. Vns device was interrogated and diagnostics was performed on (B)(6) 2011. It was noted that vns generator battery was nearing end of life. The pt was referred for vns generator replacement but surgery hasn't occurred to date. Based on the clinic notes, the pt was inadvertently given depakote and carbamazepine by the group home staff even though the physician had discontinued these medications. The pt medication was adjusted and is currently on carbatrol, zonegran, and keppra. Good faith attempts to obtain more info regarding pt's stroke have been unsuccessful to date.